Event description:
It was reported that the customer experiences high blood glucose levels on the third day of cartridge being in use. Customer reports to eat a lot of food without bolusing.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.